Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas; the cause of the event remained unclear based on the available information. Symptoms included hypoglycemia. Outcomes included serious injury/illness/impairment and the need for unexpected medical intervention with medication, which was treated with oral glucose. Investigation included communication and interviews as well as analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and no specific medical device problem or device component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.